Manufacturer narrative:
Analysis of the pump identified high battery resistance.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The type of reportable event was updated from previously being a reportable malfunction to now a serious injury. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a company representative. The pump was being returned to the manufacturer for analysis.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving fentanyl (concentration 3000 mcg/ml, dose 999 mcg/day), baclofen (concentration 1 mg/ml, dose 0.33 mg/day) and morphine (concentration 7 mg/ml, dose 2.3 mg/day) via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. An alarm was heard and confirmed by telemetry, the alarm was confirmed via logs to be due to low battery reset and safe state. The patient started hearing the alarm on (B)(6) 2016 when the reset occurred. The patient experienced sudden pain that ¿went through the roof¿ but did not have severe withdrawal, just a little nausea. The manufacturing representative was to followup with the health care professional and review the option of replacing the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.